Manufacturer narrative:
Per field representative's reply, this lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicates that the entire system was extracted due to superior vena cava (svc) syndrome. Moreover, the field representative stated that it was a patient condition, but the physician said that any leads in the svc exacerbates the condition. This rv lead was explanted. No additional adverse patient effects were reported.